Manufacturer narrative:
(B)(4). G2: canada. The reported product remains implanted and will not be returned to zimmer biomet at this time. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is being considered for a custom triflange due to failed attempts at reconstructing the acetabulum. The remaining bone stock does not allow for successful implantation with the existing implants available. Follow-ups to gather additional information is currently in process.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b7; d6a; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial operative note indicates patient had an initial right hip arthroplasty using unknown product. No findings noted. Contributing factors are osteosarcoma. Patient subsequently underwent a revision due to pain in right hip. Partial operative notes indicate patient had a complex acetabular reconstruction. There was screw breakage on cup fixation. Patient is now being planned for a revision using pmi products due to poor bone stock. There was one undated x-ray provided that could not be correlated; no records available for the planned pmi revision; device remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.